Event description:
It was reported that during a coronary artery stenting treatment procedure a shaft break occurred. The target lesion located in the 30 mm long, severely tortuous, mildly calcified, in-stent restenosed circumflex artery (cx) located at an acute bend. The tortuous anatomy made crossing the lesion technically difficulty, but use of a bmw guidewire was successful in crossing. The lesion was predilated with a 2.00 x 20 mm maverick balloon and the bmw guidewire was exchanged for an iron man guidewire which caused some straightening of the cx. A 3.50 x 32 mm taxus express2 drug eluting stent was deployed at 16 atms in the lesion. Upon withdrawal over the iron man guide wire the shaft of the stent delivery system (sds) broke at the area of the aortic root. No resistance was felt during withdrawal before the sds became detached and the balloon was still visible under fluoroscopy. Repeated attempts to snare the broken shaft were unsuccessful. The pt became hypotensive, was given dopamine. An intra-aortic balloon pump and pacemaker were placed. The pt was brought to surgery for removal of the shaft. The surgeon performed at two vessel coronary bypass and was able to successfully remove the shaft through the aorta after some initial difficulty. The pt was discharged from the hosp seven days after the procedure. The pt's status is reported as "fine".